Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional proglide devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with four proglide devices using the pre-close technique via a 9f sheath hole prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture was not captured in the vessel, and the suture came out. This occurred with all four devices. The use of proglide devices and the pre-close technique were abandoned. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with a cut down and manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.